Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-24015. It was reported that the patient experienced discomfort at the ipg site and extension. Subsequently, surgical intervention took place on (B)(6) 2014 to relocate the ipg site and explant the extension. The patient received effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.